Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 display- and control module. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 display- and control module touch screen became unresponsive during in-service. There was no patient involvement.

Manufacturer narrative:
Initially this event was considered to be a reportable event. However due to further investigation it was found that the malfunction of the display module does not affect the performance of the device to maintain the blood flow during the cardiac surgery procedure. Consequently we could not identify a hazardous situation leading to a serious injury for a defect display module. Therefore the event was now considered as non-reportable.